Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir digits were not complete, the number two was not recognizable as only one stripe could be seen and segments were missing.. The humapen memoir was associated with product complaint (B)(4) / lot 0909c02. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added lot number 0909c02 to the product tab and the narrative. Added date device was received update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added the device analysis statement to the product tab, updated the EU/ca fields, and updated the medwatch fields.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir digits were not complete, the number two was not recognizable as only one stripe can be seen and segments were missing. The humapen memoir was associated with product complaint 2081478/ lot unknown. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. No further follow up is planned. Evaluation summary a pharmacist reported on behalf of a patient that there were segments missing in the dose display of their humapen memoir. A detailed investigation of the returned device (batch 0909c02, manufactured september 2009) found missing segments in the dose numbers when the temperature was elevated to approximately 40 deg c and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. Both a batch record review and a house sample review did not identify any manufacturing batch related potential causes. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Improper use and storage - there is no evidence of improper use.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.